Event description:
Complainant alleged that after successfully defibrillating a (B)(6) female pt two times, the device inappropriately shut down during the third attempt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.